Manufacturer narrative:
Compromised forced sensor system alarm during the basic occlusion test due to loose and protruded drive support disk.

Event description:
Customer reported via phone call that the insulin pump had a compromised force sensor system. The blood glucose at the time of the incident was 153 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.